Event description:
It was reported that the customer had a button error alarm spontaneously and the button was not pressed for a long time. Customer's blood glucose was 6.3 mmmol/l. The insulin pump will be replaced.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent escape, act and up arrow button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.